Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that it was impossible to cross the skin level with this angioseal. The following information was provided by the user facility: user tried with another guide wire 0,035'' to have more support, but still impossible. The place was prepared with a 6 french dilator (dilator of our terumo radifocus introducer kit). The angioseal was kinked at the transition between dilator and sheath. The preparation of the device was made without any problem (they didn't kink the device at this step). It was reported that the procedure was a normal pci (noncomplex). It was reported that the there was no harm to the patient and no risk of serious injury. It was reported that hemostasis was achieved with another angioseal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly was returned along with the guidewire, locator and the plastic tray. The carrier tube assembly was still within a partially opened aluminium pouch and appeared unused. There were kinks observed on both, hemostasis sheath and the locator. The bent areas were examined under a microscope and significant deformation was observed on the carrier tube near the blood inlet holes. Based on the available information no exact root cause can be determined. The complaint is confirmed for the failure mode of insertion difficulty. The hemostasis sheath and the locator assembly were bent and deformed at the blood inlet holes upon receipt. The bent areas were examined under a microscope and significant deformation was observed on the carrier tube near the blood inlet holes. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.